Manufacturer narrative:
Additional information was received that the patients anchors were too superficial and had a large bump on his back. The physician accidentally moved the leads while revising the anchors and opted to replace the leads to fix the lead migration.

Event description:
A report was received that the patient was experiencing back pain overlying lead anchors site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing back pain overlying lead anchors site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing back pain overlying lead anchors site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that the patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing back pain overlying lead anchors site. The patient will undergo a revision procedure.